Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however lead stretched, lead damaged at implant, and blood noted on distal conductor (not obstructed); full lead returned and analyzed.

Event description:
It was reported that during implantation the lead would not stay in the selected branch. The lead was removed and replaced. No patient complications have been reported as a result of this event.